Event description:
Reporter indicated a vns handheld computer screen wound constantly freeze while using it in the or. The computer and flashcard have been returned, and are currently in product analysis.